Event description:
Customer reported the kv output is slightly out of spec, low. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and temperature sensor. Problem not reported. System operates as intended.